Event description:
The customer reported that their au600 clinical chemistry analyzer generated erroneously high magnesium result on one patient. The results were reported out of the laboratory and questioned by the physician. The customer does not know if the patient treatment was impacted by this event. Sample information was not provided by the customer. The customer rerun the samples on their alternate unit and the results were within range. Patient results were requested, however, they were not provided. Per customer, when the mg is run along with other tests the results were erroneously high; however, when the mg test is run alone, the results would report within range. Root cause for this event is the kinked lines in their detergent, and syringe driver for r1 dispense not aspirating and dispensing smoothly.